Event description:
It was reported that during preparation of the nav6 embolic protection system (eps), the filter strut was noted to be broken. A new eps was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.